Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Event description:
It was reported that the pressure reading was not accurate.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Visual inspection confirmed the warranty seal is intact. The calibration label indicates that the unit is not overdue for calibration. Further visual inspection of the unit confirmed the presence of slight physical damage to the chassis cover. However, the chassis cover still seats properly onto the unit. No cosmetic defects were noticed on the unit. The chassis cover was then removed for visual inspection of the inside and confirmed no presence of burnt/damaged components. A tube set was inserted into the unit with a gas bottle and a dummy lap fixture with a pressure sensor transducer connected. The unit was then tested with a set pressure of 10, 20 and 30mm hg. The unit was allowed to run for several minutes. After several minutes, the unit was able to maintain a set pressure of 10 and 20 +/- 2mm hg (which are the acceptable pressure values when running the unit in both veress and high flow mode). However, the unit was unable to maintain a set pressure of 30 +/- 2mm hg. Attempted calibration of the unit to see if this would fix the issue, but an error message appeared on the screen during the flow calibration step. This error message indicates that there is a valve issue with the lpu. The non conforming lpu was then swapped out for a known working lpu. Reattempted calibration of the unit and this time it was able to be completed with no error message appearing on the screen. The unit was now able to maintain a set pressure of 10, 20 and 30 +/- 2mm hg (which are the acceptable pressure values when running the unit in both veress and high flow mode). The probable root cause for the reported failure is a non conforming lpu. The probable root cause for the slight physical damage to the chassis cover is: dropping/banging the unit against a hard surface. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the pressure reading was not accurate.